Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs observed multiple instances of test failure and rtc beep mode due to electrode connection faults. Typically, these fault often occur when the device is turned off by the user in clinical mode. Which suggests that the device is being used and when done, the user is removing the electrodes and storing the device for periods of time without electrodes attached. However, this could not be firmly established. Per the operator's manual, proper storage of the device involves having electrodes connected at all times. The electrode pads used at the time of the event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.